Manufacturer narrative:
(B)(4). Method: the swivel wyes of the two complaint rt265 breathing circuits were returned to fisher & paykel healthcare in (B)(6) for evaluation. They were visually inspected and pressure tested. Results: visual inspection of the returned components revealed that there was a crack along each of the swivel wye ports. Pressure testing revealed that the leaks from the swivel wyes were both within specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recenly been completed. The new pre-mixed material has now been implemented on the production line. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that two rt265 infant dual-heated evaqua2 breathing circuits had loose swivels. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is currently en route to fph (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that two rt265 infant dual-heated evaqua2 breathing circuits had loose swivels. There was no patient involvement.